Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/18/2014 with the following findings: multiple cs-127 call service alarms were observed in the black box data; the reported event was confirmed. The pump powered on with a cs-127 call service alarm present; the reported event was duplicated. The reference voltage was found to be below the lower specification limit. The c38 component was removed, and the reference voltage returned to within the specifications. The pump was then able to power on and exercise with no further alarms observed. The failure of the c38 component directly caused the reported event.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged that the pump had emitted a low battery alarm four times when inserting correct battery type. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.